Event description:
It was reported the camera head paddle (video connector) was chipped/cracked at the top right corner. The issue was identified during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The event can be detected/prevented by following the instructions for use which state: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head paddle (video connector) was chipped/cracked at the top right corner. The issue was identified during reprocessing of the device. There was no patient involvement.